Manufacturer narrative:
Event date updated to unknown in b tab. Product information updated in d tab. Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One 20g nexiva IV catheter was provided for investigation. A functional test revealed a leak at the junction of the extension tubing and the catheter adapter. The tubing remained bonded to the adapter; however, the adhesive bond between the tubing and the adapter appeared to be incomplete, which resulted in a leak path. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Event date updated to unknown.

Event description:
It was reported that bd nexiva tubing separated from hub. The following information was provided by the initial reporter: we also had a nexiva 20g catheter leak upon insertion...it separates at the wings of the device. I don't have anymore information on this; I was just given the device.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.